Manufacturer narrative:
Device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the secondary IV tubing snapped apart right under the drip chamber as the set was lowered to back prime normal saline from primary set, following the facility's protocol.

Manufacturer narrative:
Additional information added to medical products & therapy dates. The customer¿s report that the tubing disconnected was confirmed based on visual inspection. The separation was at the engagement between one of the three nac zero connectors and tubing components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement. Dimensional measurement confirmed the tubing to be within specification. The expected blue slide clamp was missing most likely due to the separation. No testing was deemed necessary due to the separation. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the secondary IV tubing snapped apart right under the drip chamber as the set was lowered to back prime normal saline (ns) from the primary set, following the facility's protocol. Although requested, there is no further patient or event information available.